Event description:
It was reported that the user experienced persistent hyperglycemia after dinner while using an ilet system with a 23-inch infusion set; corrective therapy was delivered but did not adequately reduce glucose, and the user changed infusion sets twice without noted site pain, leakage, or cannula issues. Symptoms included hyperglycemia. Outcomes included no hospitalization and ongoing monitoring with a recommendation for a possible manual injection with temporary disconnection from the ilet. Investigation included review of device data indicating corrective doses were delivered and remote clinical troubleshooting and education. Investigation of this case revealed no confirmed device or infusion set malfunction, and meal underestimation was suspected based on caregiver input, so the event was assessed as cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.